Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the available information, a cause for the reported difficult to remove and mitral stenosis could not be determined. The reported cardiac arrest appears to have been related to patient conditions. The reported poor image resolution appears to have been a result of challenging patient anatomy. The reported patient effects of mitral stenosis and cardiac arrest as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported required medication was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report difficult to remove, mitral stenosis, cardiac arrest, and treatment with medication it was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4+. It was noted posterior leaflet was highly restricted and vertical with virtually no movement, and challenging imaging due to a rotated heart caused by a previous open heart surgery. Additionally, patient presented with a low ejection fraction (ef) and a blood transfusion was performed prior to the procedure. The first clip delivery system (ntw cds 00819u185) was advanced to the mitral valve, and the clip deployed, reducing mr. The mean pressure gradient increased from 3 to 4. Then a second cds (nt- 00718u251) was advanced to the mitral valve to further reduce mr, but the mean pressure gradient increased to 8mmhg. The clip was then inverted to attempt re-grasping; however, the clip became caught on chordae. Troubleshooting was performed, but the clip was not freed. Clip orientation was performed to be parallel to the first clip and grasping while rotating the clip. At this point, the clip felt freed. But after the clip grasped the leaflets, the mean pressure gradient increased to 7. The physician accepted the gradient of 7mmhg, and the clip was deployed. However, after clip deployment, the gradient increased to 11mmhg. Hours later, the patient went into cardiac arrest as the patient started to lose pulse, heart rate slowed down, and pulmonary edema build up due to blood transfusion fluid in the ef. The physician stated that the pulmonary edema and fluid overload caused the cardiac arrest; however, the second clip contributed to the cardiac arrest. The patient was treated with medication and was ultimately stabilized. Two clips were implanted, reducing mr to 1-2. There was no reported clinically significant delay in the procedure. No additional information was provided.